Event description:
A customer reported experiencing alarm 01 and had been dealing with this issue for two weeks. The customer's blood glucose level reached 493 mg/dl due to the problem. To address the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Tandem technical support approved replacing the pump after attempts to load new cartridges were unsuccessful. The customer was informed of the incoming replacement pump, equipped with updated software, and advised on procedures to follow upon its receipt, which they understood and acknowledged.